Event description:
Pt was treated on 7/17/95. The pt developed tooth problems in approx 9/95 (exact date unk). An endodontist (name unk) told the pt she had "rejected one of her central incisors." The endodontist reviewed her medical history, including her history of collagen treatments and elevated ana. He initially told her the tooth pain could possibly be related to the collagen. After seeing the x-rays and reviewing all info, the discussion about collagen was "dropped." It was unk what the endodontist's impression of causality was after review of all pertinent info. The consulting physician believed the tooth problem was most probably related to childhood trauma. The endodontist performed a root canal procedure in aprox 9/96.